Event description:
It was reported that during an unknown procedure, the device did not fire, and locked during surgery. There was no patient consequence.

Event description:
Caller states patient tested 6.5 inr on the coaguchek s system while a comparison lab returned as 3.9 inr. Patient's coumadin dose was held based on meter and lab values. Caller states test strips had been at room temperature for 1 day prior to the reported result being obtained. No adverse event related to the device was reported. Requested return of suspect system and replacement was sent.